Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of distal cover and nozzle of the distal end section had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely a defect in the endoscope caused cover of the distal end and nozzle of the distal end section not have foreign material. However, a definitive root cause could not be determined. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, "chapter 3 ¿preparation and inspection¿ describes how to detect the subject event". Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, "chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event". Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material at the scope connecter, control unit section, plastic distal end cover and the nozzle. There were no reports of patient involvement.